Manufacturer narrative:
The device was received and evaluated. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found on the device, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined. The data download returned no error code. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. The device was reset and delivered a 5-unit bolus with no issue. A bend was noted on the exposed portion of the cannula. It is unclear when the kink occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Cracks were found in the upper housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 350 mg/dl. The patient reported bleeding from the infusion site (abdomen) and an alarm during bolus. The pod was worn for between 4 and 24 hours.